Event description:
It was reported physician chose n-3-10-t10-f as finishing coil, but the coil could not be detached. No injury to the pt, with the exception of the thrombus issues which resolved in anticoagulation therapy.

Manufacturer narrative:
The facility disposed of this product, consequently, a returned product analysis vill not be possible. The device history records for the reported product lot number have been reviewed and no quality issues were noted. The product met the acceptance criteria prior to release.